Manufacturer narrative:
The product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the cartridge was not returned for eval.

Event description:
It was reported that the surgeon inserted a 22.5 diopter cq2015 collamer three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated the cause of the lens tear was due to the injector.